Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer's insulin was initially suspended due to the alarm condition. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, which allowed insulin to resume after a short wait. The pump resumed normal operation, and the customer was given tips to prevent future altitude alarms.